Manufacturer narrative:
The pump used ((B)(4)) was a service loaner provided to the hospital during the time the hospital's pump was being repaired at iradimed. The hospital retained the pump in their possession until (B)(6), when it was shipped back to iradimed for examination. The pump has not yet arrived at iradimed. After the initial report, the hospital's clinical engineering staff examined the pump and found no problems with the pump. At this time it was requested the history event log be forwarded to iradimed for review, since the hospital indicated the pump was not being immediately released. When this was being setup at the hospital, the hospital's bmet accidentally erased the history event log. The pump is in transit to iradimed, and once it arrives, it will be examined to determine the possible causes of the event. A follow up report with these findings will be provided within 45 days of this report.

Event description:
A female patient was undergoing an MRI scan which required propofol sedation. The infusion set was setup, and connected to the patient, and the medium pump was programmed to deliver at a rate of 17 ml/hr. The patient scan began, and after some unspecified time, it was reported the patient was unresponsive, and the anesthesiologist observed the patient's oxygen saturation levels were dropping, and took measures to address the patient's condition. The pump was stopped at this time, and indicated a volume of 2.2 ml had been delivered. From the initial container of volume, and fluid remaining in the infusion set, it was estimated the patient received approximately 10 to 12 ml during this infusion. No injury resulted from this event.